Event description:
The issue was identified during evaluation at bench repair. During evaluation at bench repair the device produced a speaker malfunction error and did not produce sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The device was at the bench for repair and it was determined that the speaker was disconnected from the mainboard. The bench tech reconnected the speaker cable to the mainboard and it resolved the issue. The device was operational after reconnection of the cable and testing were completed.